Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v179180, implanted: (B)(6) 2008, product type: lead.

Event description:
A manufacturing representative reported that a patient said they fell about 2 weeks prior to the report and could feel stimulation at the time. About 1 week prior to the report, the patient stated that stimulation suddenly stopped. Impedance check completed at .70 and all but electrode 4 >10,000. Impedance check repeated at 1.5 and electrodes 1 & 5 > 20,000. Electrode 4 was 1159 and remaining electrodes were between 16,000-19,000. No stimulation was felt when they programmed electrodes < 20,000. Surgeon will plan for revision or retrial in the future. It was noted that there was no further information available and no further follow up needed until surgical intervention, if the surgeon and patient proceed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there will be a lead revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.